Manufacturer narrative:
The customer¿s report of tubing separated at the y-site was confirmed. Visual inspection of the set noted the pvc tubing was completely separated from the distal smartsite inlet port near the male luer. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Event description:
It was reported that a pre-op patient was receiving lactated ringers at an unspecified rate when the user noticed that the tubing separated from the y-site "port". It was reported that the set was in use for 30 mins. The patient experienced ¿some blood loss¿ requiring a hemoglobin check. The event occurred in the main pre-op area.

Event description:
The customer reported that the IV set separated/"disconnected" at the y-site during an unspecified infusion. The event occurred in the pre-op pacu. There was no patient harm reported by the customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Post market surveillance for med consumables. Requested patient demographics however not provided by the customer .

Event description:
The customer reported that the IV set separated/"disconnected" at the y-site during an unspecified infusion. The event occurred in the pre-op pacu. There was no patient harm reported by the customer.